Event description:
Related manufacturer report number 2017865-2022-15836. It was reported that during a remote follow up, noise resulting in oversensing was noted on the right ventricular (rv) lead and noise was noted on the right atrial (ra) lead. Provocative testing was performed and the noise was unable to be reproduced. Abbott technical support was contacted, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.